Event description:
Pt reported she thinks the infusion device delivers too high an amount of insulin. Pt stated her hypo-perception is bad. Pt reported she has often had air bubbles in the sys since (B)(6) 2012. Pt reported the following blood glucose levels and interventions on: (B)(6) 2012 at 3 pm pt's blood glucose level was 200 mg/dl, she administered 4 units of insulin via the infusion device; at 4 pm her blood glucose level was 166 mg/dl; at 6:30 pm pt's blood glucose level was 110 mg/dl, she ate and drank a glass of buttermilk and then administered 8 units of insulin via the infusion device; at 10 pm the pt's blood glucose level was 25 mg/dl, she was unresponsive but not unconscious and her partner gave her a glucagon injection; at 10:30 pm the pt's blood glucose level was 50 mg/dl, she had something to drink and then afterwards she was able to bring her blood glucose level under control by herself. Pt's normal blood glucose level is 80 - 160 mg/dl. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.